Event description:
It was reported that: "prepared acetabulum for insertion of primary titanium acetabular cup, surgeon reamed line to line and impacted; it failed to rigid fixation."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.